Event description:
Per cosmo study adverse event form, this system was removed due to infection: lumax 340 hf-t, MDR 1028232-2008-01457; linox sd 65/16, MDR 1028232-2008-01458; setrox s 45, MDR 1028232-2008-01460; corox otw 75-up steroid, MDR 1028232-2008-01462.